Event description:
Event description boston scientific received information that this patient has been complaining of shortness of breath, being diaphretic and lower leg edema. The caller reported that there has been some episodes of ventricular tachycardia (vt) during the reported symptoms. Threhsolds and impedance measurements are stable. A boston scientific technical services consultant reviewed the device data and stated that it does not look like vt but episodes of ventricular loss of capture with the patient's underlying vs's coming through. Atrial oversensing was also suspected. The patient had already left the clinic and therefore, troubleshooting could not be completed at this time. The caller will be contacting a local boston scientific field representative to perform troubleshooting.